Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received had a recurring failed battery test alarm. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. The customer's current blood glucose was 119 mg/dl. Troubleshooting was performed. They were assisted with clearing the alarm. The customer was sent a replacement battery cap. However, the customer called back to report that the failed battery test alarm recurred. They also had a weak battery alarm. They had received the replacement battery cap. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed idle current test, run current test, self-test, off no power test and displacement test. No unexpected low battery alarm, weak battery alarm or failed battery test alarm noted.